Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd pump alarmed with error code 1720. The patient was instructed to remove the batteries for 10 seconds; however, after the batteries were reinserted, the error code reappeared. The batteries were removed again, and the patient was instructed to contact the clinic. The medication being infused was 5-fu (5-fluorouracil). The event occurred while the device was in use and involved a patient. No harm was reported.